Manufacturer narrative:
Sex: female should be corrected to male. Returned to manufacturer: 08-aug-2019 should be corrected to 30-jul-2019. (B)(6) 2019 should be corrected to (B)(6) 2019. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lens was returned in vial, in liquid. Visual inspection found haptic torn. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -14.00/4.0/118 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Pupil block, angle closure with elevated iop (40 mmhg), and excessive vault were observed. On (B)(6) 2019 the lens was removed and exchanged with a smaller length lens. Reporter noted "vault is still generous but safe." This resolved the problem. Cause of the event is reported as recommended lens too large. Per reporter, patients condition on last visit, (B)(6) 2019, bcva 20/50, "eye is safe, uninflamed, good iop, still generous vault but safe exam & iop, angles open."